Manufacturer narrative:
This correction supplemental report was submitted based on a change to the impact code fields in report section h6 and f10.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. Boston scientific device tracking received a form from the patient. The form provided the icm device fell out and is no longer being used. Additional information from the boston scientific representative provided the patient arrived at the clinic with the device in hand providing it had fallen out. No other devices have been subsequently implanted. Device is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. Boston scientific device tracking received a form from the patient. The form provided the icm device fell out and is no longer being used. Additional information from the boston scientific representative provided the patient arrived at the clinic with the device in hand providing it had fallen out. No other devices have been subsequently implanted. Device is not expected to be returned for analysis. No additional adverse patient effects were reported.